Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On it was reported to k2m, inc. That two screws migrated anteriorly approximately four months post-operatively. Surgery took place (B)(6) 2018. Patient revised (B)(6) 2018.

Event description:
On 09.06.2018 it was reported to k2m, inc that two screws migrated anteriorly approximately four months post-operatively. Surgery took place (B)(6) 2018. Patient was revised on (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, the event was confirmed through supplied x-ray images and photographs of the subject parts taken after removal in the revision case. Since implants were not returned, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained.